Manufacturer narrative:
On may 16, 2022, mentor received additional information that the patient has a suspected rupture to her right breast implant. A mammogram is being performed to confirm the suspicions. The h6 health effect - clinical code has since been updated to more closely align with adverse events of this nature. As such, skin inflammation/ irritation has replaced the previous health effect code. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female underwent breast surgery with 350cc mentor memorygel breast implants and experienced a scab on the nipple and feeling something was wrong on the right side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.